Manufacturer narrative:
(B)(4). The analysis on this device is pending. (B)(4) since the device was not returned, the manufacturing records were reviewed. The records did not reveal any abnormality. No conclusion can be drawn about the oversensing since the lead was not returned and no further information was available. (B)(4). The lead was received for analysis on (B)(4) 2011 and was sent to the manufacturer on (B)(4) 2011. A device analysis is pending. (B)(4).

Event description:
This lead was explanted due to oversensing. A new medtronic lead was implanted.

Manufacturer narrative:
(B)(4). The records did not reveal any abnormality. No conclusion can be drawn about the oversensing since the lead was not returned and no further information was available.(B)(4).

Event description:
This lead was explanted due to oversensing. A new medtronic lead was implanted.

Event description:
This lead was explanted due to oversensing. A new medtronic lead was implanted.

Manufacturer narrative:
(B)(4). The analysis on this device is pending. Device was not returned.

Manufacturer narrative:
(B)(6) 2011. The analysis on this device is pending. (B)(6) 2011. Since the device was not returned, the manufacturing records were reviewed. The records did not reveal any abnormality. No conclusion can be drawn about the oversensing since the lead was not returned and no further information was available. (B)(6) 2011. The lead was received for analysis on (B)(6) 2011 and was sent to the manufacturer on (B)(6) 2011. A device analysis is pending.

Event description:
This lead was explanted due to oversensing. A new medtronic lead was implanted.